Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the nozzle and air/water channel was confirmed to be clogged with residue that appears to be a white chemical substance. There was no physical damage at foreign object detection point and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope presented a ¿phenomenon that could not be identified.¿ there was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was clogging the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During the device evaluation it was observed that there was foreign material clogging the nozzle due to incorrect or insufficient reprocessing of the scope. In the case that the scope was reprocessed correctly, this occurrence may have been due to buckling of the nozzle, a gap on the insertion section or boot. Upon further inspection, it was observed that the angle wire was stretched. It was also observed that the objective lens was chipped due to shock caused by a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.